Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which was suspected to cause a change in a supraventricular tachycardia (svt) rhythm and escalate it into the ventricular fibrillation (vf) zone. It was noted that the quick convert feature was able to break the rhythm back into svt. No additional adverse patient effects were reported. This device remains in service.